Manufacturer narrative:
H3: one device was received for evaluation. The device has not been serviced in the last 12 months. The reported problem was confirmed through functional testing. The cause of the issue was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to solve the issue. The device then passed all functional and accuracy testing.

Event description:
The customer returned product for device was due for software upgrade as part of a recall. It also had a slightly deformed battery which was also under recall and cassette will not load., during physical inspection it was found that the downstream occlusion (dso) sensor was faulty. There was unknown patient involvement.